Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts by the center to schedule revision surgery have been unsuccessful. The recipient is believed to have experienced an in-situ failure. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a broken substrate was revealed which is consistent with the trauma reported. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock and broken substrate conditions prevented some of the electrical tests from being performed. The failure of this implantable cochlear stimulator (ics) device was attributed to a severely fractured case. Cracked cases are usually associated with impacts sustained over the implant location, which is consistent with the trauma reported. This older device configuration is no longer manufactured. This is the final report.